Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had noise and oversensing. The lead was capped and the device was upgraded. The physician suspects an insulation failure due to noise and low pacing impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.